Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they fell, their oxygen tank fell on their head, and that they did not feel stimulation. The patient was advised to follow up with a healthcare professional (hcp) and the patient noted that they would be seeing their hcp on (B)(6) 2017. The patient stated that since the fall, when they went to the bathroom, it didn¿t feel like they were emptying their bladder and then it burned like a urinary tract infection (uti). The patient noted that their hcp took a test for uti and it was clear. The patient was given a shot for the pain from the fall when they hit their head and arm. The patient stated that they got cramps in their legs when laying down at night and indicated that the change in therapy/symptoms was sudden. No further complications were reported or were expected.